Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the jagwire guidewire was loaded into the autotome in an attempt to cross through the bile duct; however, resistance was met due to the stenosis. The physician removed and reinserted both devices several times causing the tip of the autotome to bend and the hydrophilic tip of the guidewire detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be stable.

Manufacturer narrative:
(B)(4) guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned guidewire presented no anomalies or damages and the polymer tip is within specification. The complaint is not consistent with the return that the distal tip was detached exposing the tip of the metal corewire. The guidewire was found to be within specification. Based on all gathered information the most probable root cause is "not confirmed." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the jagwire guidewire was loaded into the autotome in an attempt to cross through the bile duct; however, resistance was met due to the stenosis. The physician removed and reinserted both devices several times causing the tip of the autotome to bend and the hydrophilic tip of the guidewire detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.